Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.00 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts in the distal section of the stent was found to be lifted from their crimped position and pulled together. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified no issues.

Event description:
Reportable based on device analysis completed on 10-may-2022. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00 x 20 synergy ii drug-eluting stent was advanced but failed to cross the lesion. Further dilatation was done at high pressure. Another stent was deployed and completed the procedure. No patient complications were reported. However, returned device analysis revealed stent damage.